Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was rapidly depleting. Additionally, it was reported that the pump touch screen was scratched. Although requested, no additional information was provided regarding the reported issues as the customer declined further troubleshooting. The customer's blood glucose level was not impacted.